Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation.

Event description:
Patient reported a unknown side ¿implant rupture, pain, pain in breast, body aches, lymph nodes pain, breast pain¿, and ¿unexplained mass on breast." The patient additionally reported ¿extremely fatigue, memory problems," and ¿sick, weak;" these events are not related to the device. Device remains implanted.